Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose readings and loose drive support cap. The customer's blood glucose reading was 39 mg/dl. The customer treated with food. The customer stated that she is a very brittle diabetic and had experienced ongoing low readings on and off for years. The product was not returned for analysis.